Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the patient line tubing became separated from the cartridge. There was no impact to the customer's blood glucose level. The customer was unable to change the cartridge at the time of the call, and indicated that manual injections would be used for alternate insulin therapy. Although requested, additional information regarding this event was not provided.